Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a posterior spinal fusion t10 to ilium the surgeon was reducing the rod to the screw and noticed that he shaved off a small piece of metal from the screw head. Surgeon retrieved the small shaved piece and completed the procedure. No pieces remained in the patient.